Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving dilaudid (5 mg/ml at 3.7509 mg/day) and bupivacaine (5 mg/ml at 3.7509 mg/day) via an implanted pump. It was reported that the patient noticed withdrawal symptoms on (B)(6) 2020. When the physician read the pump on (B)(6) 2020, the pump logs indicated that a motor stall occurred on (B)(6) 2020. There were no environmental, external, or patient factors that may have led or contributed to the issue. The pump was replaced on (B)(6) 2020. The issue was resolved, and it was indicated that the hcp had no further information to provide regarding the event. The patient status was reported as ¿alive ¿ no injury¿. No further complications were reported/anticipated.

Manufacturer narrative:
Destructive analysis identified residue in the motor gear train. If information is provided in the future, a supplemental report will be issued.